Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting quickly, which led to pump shutdown. The customer provided a blood glucose (bg) level of 71 mg/dl. The customer would continue to use the pump for insulin therapy.